Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. It was reported that after a failed angioplasty the stent which was intended to be implanted was removed and was found to be deformed during delivery through the vessels. No patient injury is reported.

Manufacturer narrative:
It was reported that after a failed angioplasty the stent which was intended to be implanted was removed and the balloon was found to be deformed during removal through the vessels. The stent part of the device was not damaged. No portion of the device detached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.